Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) printer suddenly stopped working. It will no longer feed. After basic troubleshooting steps, it was suggested to report the pump to their biomed department when off the patient.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10, h11. Corrected field: h6(health effect ¿ clinical code, health effect ¿ impact codes). It was being reported that the cs300 intra aortic balloon pump (iabp) had an issue regarding the "printer not working". Actually avian had reported that the printer suddenly stopped working due to which it will no longer feed. But after the basic troubleshooting steps fse had suggested that they should report the pump to their biomed department when off the patient. Than the fse had also advised that he would help them to switch the pumps if desired, but avian was fine to leave the pump as it. She had no further questions and the call has been ended. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had performed the complete pm test of the unit and ran all the tests which were in accordance to the manufacturer's specifications. The unit was cleared for use. But upon completing the pm fst had found that the thermal paper was inserted through the print which feeds incorrectly. The information about the patient's harm is not available. There is an involvement of the patient during this incident.